Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device; however, it was removed during this revision surgery. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00107, 00109. Please see the attached medwatch 3500a. (B)(4)

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint reviewed and analysis showed no trend. Product not returned.

Event description:
.